Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat an 8 mm severely calcified lesion in the distal sfa. The vessel diameter was 6.0 mm with little tortuosity and 60% stenosis. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. A 6 fr non-medtronic sheath and a 0.014" non-medtronic guidewire were used during the procedure. No embolic protection was used. The vessel was not pre-dilated but was post-dilated. It was reported that severe resistance was met during withdrawal of the device. The tip of the device separated at the hinge pin during the second advancement. The tip was removed within the sheath. Guidewire prolapse was reported. A distal kink was noticed on the device after the second advancement during removal of the sheath. There was a 5 minutes timeline between the tip detaching and finding the kink. The procedure was completed using an unknown stent. No patient injury was reported.